Event description:
Ni

Event description:
Ectopic pregnancy, false negative test result. A pt presented to the emergency room in 2001 with suspected pelvic inflammatory disease. Admission lab testing included a random urine contrast hcg test, performed prior to surgery, was also negative. During surgery, an ectopic pregnancy was discovered. A quantitative hcg performed at the time of surgery was 104 miu/ml. A quantitative assay later performed on serum drawn for admission testing was 54 miu/ml. Date of last menstrual period is unk at the date of report. The pt samples are not available for evaluation. External controls were not run on this lot of contrast hcg kits by the site.